Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the actual device used in the procedure was not returned; therefore, a failure analysis of the device could not be completed. Four unused representative samples with the same part and lot number were returned for evaluation. Analysis showed the unused returned device with no damage noted and all dimensional and functional testing met manufacturing criteria. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that during an unspecified procedure resistance was met during inserting and removal of the balance middleweight guide wire through the insertion needle. A second bmw guide wire was successfully used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.